Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept turning off and not working properly. The biomedical technician found the battery pins stuck in, cleaned the unit and replaced the battery gasket. There was no known patient injury or medical intervention associated with this event. No additional information is available.